Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred when performing a software upgrade on the device. The device was not in clinical use at the time. There was no harm or injury reported. The philips remote service engineer (rse) assisted the customer with this issue. The rse alleged there was a fault with the universal serial bus (usb). The device's usb was replaced to address the issue. The customer was able to download the software onto the device.